Manufacturer narrative:
Product analysis: the handle is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload. Image review: submitted image appears to display instrument handle broken off near the base.

Event description:
It was reported that during a procedure, the handle of micropituitary broke. Product came in contact with the patient. No patient com plications were reported as a result of the event. No fragments of the product remained inside the patient.